Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung s23 phone with android operating system version 16 3.6.6. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced sweating and dizziness, which prevented them from self-treating. The customer required treatment of cola and glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported "signal loss' using fs librelink app. Attempted to replicate the customer complaint using a similar configuration. Enabled ¿signal loss alarm¿ feature in the app and placed phone device in faraday bag to interrupt signal to sensor. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.